Event description:
Healthcare professional reported left side removal due to the patient¿s concern with the product, "hole", "rupture" and "capsule." Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device visual analysis results: visual analysis of the photographs a broken device is not confirmed to be complete at the same time red biological tissue is observed. Labeled left side. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: exchange due to the patient¿s concern with the product.

Event description:
Healthcare professional reported left side due to the patient¿s concern with the product, "hole", "rupture" and "capsule." Device has been explanted.